Event description:
Additional information received reported the patient was reprogrammed effectively without using electrodes 0 and 1, and still maintained therapeutic coverage of her chronic pain areas. Upon follow up with the patient, there were no further issues with the battery depleting quickly or any further need for reprogramming.

Manufacturer narrative:
Concomitant medical products: lead: model 3778-60, (B)(4), implanted: (B)(6) 2010, explanted: na, lead: model 3778-60, (B)(4), implanted: (B)(6) 2010, explanted: na, recharger: model 37752, (B)(4), programmer: model 37743, (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator pocket revised because the device was "too low for the patient." The patient did not charge their device the first week after revision but had to recharge more often the past two weeks. The patient received full coupling during charge. In less than 48 hours, the battery went from 100% charged to 25% charged. There were no accidents or events associated with this occurrence. Impedances were checked and found to be low on electrode pair 0-1 (less than 50 ohms) and high on all electrode pairs referenced to electrode 7 (18,000 to 19,000 ohms). All other impedances with reference 0 and 1 are in range of 422-618. Reference electrode 7 impedances are in range of 18-19,000. The patient was programmed as follows: program 1: 3.6v, pw of 450, rate 85, electrodes 0, 1, 2, 3 (2 anodes, 2 cathodes), <(><<)>50 ohms; program 2: 2.9v, pw of 450, rate 85, electrodes 9, 10, 11, 467 ohms; program 3: 3.5v, pw of 450, rate 85, electrodes 1, 2, 8, 9 (2 anodes, 2 cathodes), <(><<)>50 ohms. The patient was to be reprogrammed around combination 0-1. Additional information had been requested, but was not available as of the date of this report.